Event description:
It was reported the programmer would not identify any devices using the programmer rf (radio-frequency) head. Wireless interrogation was successful. Use of different rf heads was attempted, without success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the rf connector on the link electronic module (lem) circuit board was loose. As a result the lem board was replaced and calibrated. It was also noted that the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).